Event description:
An attorney for an injured patient reported that their client sustained an injury as a result of a medical incident that occurred during a surgical procedure to remove a left ureteral stone. The report states that a transected basket and stone were entrapped in the distal ureter. It is unknown at this time what role, if any, the guidewire device had in the incident.

Manufacturer narrative:
Method - information pertaining to the involved device is not available at the time of reporting. An investigation is being completed and a follow-up report will be submitted when the evaluation results are available. It is unknown at this time what role, if any, the guidewire device had in the reported incident. This report is being submitted as a precautionary measure because the guidewire device was reported to have been in use at the time of an adverse event. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate investigation, tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
Following submission of the initial medwatch report it was confirmed by the user facility that the product involved in the event was a nitinol stone retrieval basket manufactured by boston scientific. The user facility also confirmed that they had no record of the terumo glidewire being involved in the incident. Boston scientific has submitted an MDR report # 3005099803-2013-02206 in response to the reported event.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00185 to provide new / updated information obtained from the user facility.